Event description:
It was reported the pt had experienced decreasing stimulation in the lower back region over the past several months. Reprogramming was attempted, without any change in paresthesia coverage to the low back. A revision was done by adding three quad leads for the lower back and one retro for the legs. Post revision, the hcp was still unable to capture paresthesia for the lower back with the new leads. The leads were left implanted with anticipation of authorization to do peripheral low back. The hcp also noted abnormal discoloration of the electrodes. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Three leads, with the same lot number, were returned for analysis. Device evaluation: device analysis revealed the #0 conductor was broken at the #0 connector weld site (overstress damage). The proximal end was stretched. The outer insulation was melted (suspected cautery artifact). The distal end was intact and undamaged. Device analysis revealed the #1 and #3 conductors were broken at the connector weld sites. The proximal end was severely stretched. The outer insulation was melted (suspected cautery artifact). The distal end was intact and undamaged. Conclusion: device analysis revealed no anomaly; normal device function. Electrical testing determined the continuity of the conductors was acceptable and complete. The outer insulation was pinched 9.6cm from the distal end (suspected anchor/suture site). Adhesive was applied 10.5cm from the distal end. The distal end was intact and undamaged the proximal end was stretched.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that impedance readings on the day of lead revision were greater than 3,600 ohms. No further details were provided at the time of this report.

Event description:
Additional information received indicated there were 2 leads with broken conductors and 1 lead with a pinched outer insulation.